Manufacturer narrative:
The buttons on the insulin pump had intermittent responds due to corroded keypad traces. No button error alarms noted during testing. Visual inspection was performed and no moisture damage was noted on the electronic or motor assemblies. The following cosmetic damage was noted: minor scratches on the lcd window, broken reservoir tube lip, cracked belt clip slot, and broken battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The patient's blood glucose level was 230 mg/dl. The patient stated that their is potential moisture form outside expossure. The toubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions. The customer declining cot and return.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.